Manufacturer narrative:
Mml# (B)(4) the patient reported picking up and carrying around a toddler. Other device replaced: model: 8145 description: reactiv8 implantable stimulation lead serial number: (B)(6) UDI #: (B)(4).

Event description:
It was reported that the patient presented with severe left leg pain and worsening after running therapy sessions. Imaging was taken at the clinic, and it was confirmed that the left lead had migrated anteriorly into the nerve root and was causing pain. The patient underwent revision surgery to replace the leads. Both leads were removed, and new leads were implanted without complications.

Event description:
It was reported that the patient presented with severe left leg pain and worsening after running therapy sessions. Imaging was taken at the clinic, and it was confirmed that the left lead had migrated anteriorly into the nerve root and was causing pain. The patient underwent revision surgery to replace the leads. Both leads were removed, and new leads were implanted without complications.

Manufacturer narrative:
Mml# (B)(4). The patient reported picking up and carrying around a toddler. Other device replaced: model: 8145. Description: reactiv8 implantable stimulation lead. Serial number: (B)(6). UDI #: (B)(4). The removed leads were discarded at the facility. No device evaluation could be performed. The device history record was reviewed. No relevant nonconformances were found. Following the lead revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). Update h4 and h6. Corrected the implant date and section d2- device information.